Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the cardio anesthesia department, while the device was in place in the patient's interna jugularis. The report states that the valve would not close and would not seal properly. There was also bleeding which ran into the catheter; only the blood that runs into the cath-gard; no blood loss from the patient was reported. As a result, the device was removed and a new sheath was placed successfully. There was no delay, harm, complications, or death reported as a result of this event. Medical intervention was not necessary.